Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were trying to deliver a bolus and then they received a no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. Customer states that blood glucose was over 400 mg/dl. Customer treated the high blood glucose with the insulin pump. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.